Manufacturer narrative:
No device analysis results are available because the device remains implanted. The reported issue was investigated but cannot be confirmed at this time as the root cause was inconclusive. Additional health outcomes of the reported event are hemoptysis and respiratory distress. Per the risk/benefit analysis, these risks can be characteristic for patients having a right heart catheterization procedure. A review of the DHR was performed and per engineering review, there was no adverse impact to product or evidence of relation to the event reported.

Event description:
During cardiomems implant procedure, shortly after calibrating the sensor the patient experienced hemoptysis. The patient began coughing around the time after the device was deployed and delivery catheter was being exchanged for the swan for calibration. The physician inserted the swan catheter and inflated the balloon over the suspected perforation site to resolve the hemoptysis. An angiogram was performed post balloon inflation and contrast did not appear to be leaking from the vessels that were injected. Patient was discharged home the following morning to usual self-care. The physician stated that the guidewire likely caused a small perforation during the procedure.